Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to oversensing and decreased impedance. Upon inspection a fracture at the connection was noted. It was replaced with another lead of the same model. The physician also elected to replace the implantable cardioverter defibrillator (ICD) due to a battery voltage measurement of 5.13v.